Event description:
Medtronic received information that prior to use of a bioconsole-560 instrument, it was reported that when the system was turned on, within 10 minutes an ups error 69 (sc mpu ups open battery detected hard error) was displayed. The customer confirmed that this persisted after rebooting the system, changing the outlet it was plugged into, and confirming that the batteries were connected. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer decided not to have the service performed at this time due to the cost associated with the quote. They will replace the batteries to try to fix the problem and if that does not resolve the issue they will reach out and request service at that time. No further action required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.